Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets fell off during use events on 11-feb-2024 and infusion set was in use for 2 days. No further information available.